Event description:
Lenstec received an email stating "the sbl-3 lens was explanted."

Manufacturer narrative:
Based on the review of the batch documentation conducted, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. Additionally, we have not received any other complaints from this batch . The reported dysphotopsia is a known characteristic of all multifocal lenses. Lenstec can confirm that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Manufacturer narrative:
Investigation ongoing. Once the device is received and inspected a supplemental report will be issued.

Event description:
Lenstec received an email stating "the sbl-3 lens was explanted."